Event description:
The device was used during a burch procedure. Reportedly, the needle disengaged into the patient's abdomen. The surgeon was able to retrieve the component and complete the procedure without any patient injury.